Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Impactor broke during surgery.

Event description:
It was reported that during surgery while the surgeon was impacting the implant, a piece of the instrument broke off. Another impactor was used to finish the surgery. No harm to the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The mhr does not show any non-conformity, rejection or concession that could be related to the reported event. Visual inspection confirmed the reported event. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The dents on the inferior surface of the handle indicate that the inserter was used to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient. This exerted the loading on the hook, which is not designed to sustain it. The memorandum from the development team attached in the hhe details possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture. These scenarios are: use of the inserter to fully impact the device, resulting in posterior tab becoming trapped between the bone and implant; use of excessive force when tightening the thumb wheel may lead to high anterior-posterior loading on the posterior tab; use of the inserter to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient; 180deg. Opposite to the impaction required for the insertion. The instructions for reusable surgical instruments, doc. No. (B)(4) version 2.3 (march 2009), warns that: ¿¿maintenance, inspection and functional testing: all instruments should be visually checked for damage and wear. Cutting edges should be free of nicks and present a continuous edge.¿¿ reusable instrument lifespan manual (219.3-glbl-en-rev0419) provides verbal and visual instruction on how to detect instrument fracture. Surgical technique 0338.2-emea-en contains the following instructions: ¿¿the knee is flexed fully and, using the toffee mallet, the component is then carefully impacted¿before it is fully seated, the introducer/impactor ir removed by unscrewing the thumb wheel.¿¿ ¿¿final impaction of the tibial component is achieved with the toffee mallet and the standard impactor placed centrally over the knee¿¿. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Impactor broke during surgery.